Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: inappropriate material problem; cause not established. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the bronchovideoscope no pass of the forceps instrument and cleaning brush due to foreign material was stuck inside the channel. There was no patient involvement.